Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not infuse at all during scheduled 5-day infusion. Pump operated as if it was infusing, but there were no alarms. Replacement pump reissued to patient for a scheduled 5 day infusion. Event occurred while in use with patient and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the main board; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.